Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jun-05 reporting that there had been no changed in their activity or programming. The device just started shocking them and then turned off. It felt like their nerves are tangling. The patient wanted the device taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient received a letter from the manufacturer indicating that it was time to get their stimulator checked. The patient stated that a few years ago their stimulator started acting up. They stated they were feeling heavy stimulation and sometimes shocking and shocking while they were driving. The patient went to their doctor and found out that their insurance had not paid everything from the implant. They stated that their doctor would not see them until they paid. The patient stated they quit recharging their implant and they wanted their implant taken out. It was unknown when the event occurred. No further complications were reported/anticipated.